Manufacturer narrative:
(B)(4).

Event description:
Pt had the essure procedure (B)(6) 2010. Pt presented on (B)(6) 2012, with abdominal pain and physician did an ultrasound and confirmed an ectopic pregnancy. Pt was treated with methotrexate on (B)(6) 2012 and is doing fine.